Manufacturer narrative:
Corrected fields: h6 impact codes b2 and b1 updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended continuing to monitor however the physician was planning on defibrillation threshold (dft) testing that day. It was noted that this patient has not received a shock since implant and there has only been one non-sustained ventricular tachycardia (nsvt) event since then, which may have been atrial fibrillation (af) with rapid ventricular response (rvr). Additional information is being requested from the field. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended continuing to monitor however the physician was planning on defibrillation threshold (dft) testing that day. It was noted that this patient has not received a shock since implant and there has only been one non-sustained ventricular tachycardia (nsvt) event since then, which may have been atrial fibrillation (af) with rapid ventricular response (rvr). Additional information is being requested from the field. This rv lead remains in service. No adverse patient effects were reported.